Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: no persistent lines were seen in the display. Unrelated to the initial complaint, the display was found to be faint with a red tint. The battery compartment was found to be cracked below the grip pad at the case seal. The battery cap was not returned; a test cap was used during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.